Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-09028, reference MFR report#1627487-2015-09029. Follow-up identified the previous explant date was confirmed as (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3 reference MFR report#1627487-2015-09028, 1627487-2015-09029. It was reported the patient presented to the hospital shortly after permanent implant of the scs system. Reportedly, surgical intervention was undertaken (date unknown) and the entire system removed due to an epidural hematoma.